Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the housing was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1 date of submission 07/11/2016-device evaluation: the pump was returned and evaluated by product analysis on 06/17/2016 with the following findings: during a visual inspection of the pump, no damage was found to the pump casing; the complaint was not duplicated. Unrelated to the complaint, the bolus button cover was observed to be damaged/punctured; however, the button was responsive to user presses.